Event description:
Literature: deligny c, drapier s, verin m, lajat y, raoul s, damier p. Bilateral subthalamotomy through dbs electrodes: a rescue option for device-related infection. Neurology. 2009;73(15):1243-4. After implant and adjustment of the dbs parameters and a progressive reduction of drug treatment, the patient experienced a clear improvement of symptoms with no residual motor fluctuations. The patient complained only of a mild dysarthria. Forty days after implant, the patient was readmitted with delirium and pyrexia. CT scan revealed an abscess around the tip of the right lead requiring hardware removal. Due to the improvement in the patient's symptoms with dbs, the doctor presented and the patient consented to undergo a subthalamotomy. A radiofrequency lesion was performed under local anesthesia through the dbs electrodes. The procedure was successful and the right lead, extension and device were removed two hours later. Despite antibiotherapy, a similar infection developed four months later around the left lead. Following a left subthalamotomy, the remaining system components were explanted. There was a progressive positive outcome. At the three-month examination, the patient complained of only mild, but not disabling intermittent tremor of the right side and persisting dysarthria, which had not worsened. The patient's "off" drug state was similar to that observed one month after dbs implant. Reference MFR report #3007566237-2009-09298.